Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported a critical alarm was occurring due to zero milliliter (ml) reservoir volume reached and the alarm was confirmed by telemetry. It was noted the low reservoir alarm date was 2014-06-20. It was also reported when the healthcare provider (hcp) accessed the pump he pulled out about 0.5ml. It was further reported the patient was asymptomatic. The pump was being used to deliver lioresal. Additional information received reported the patient¿s exam was stable and there were no new symptoms. It was noted the cause of the alarm was a missed refill. Further troubleshooting was not performed and the patient recovered without permanent impairment.